Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6f device. The posterior needle missed a barrel. Back down was unsuccessful. Under fluoroscopy, the cardiologist located a posterior needle. The cardiologist then enlarged the dermatotomy and using hemostats, extracted the needle. Closure was obtained with manual compression and femstop. The patient did fine.